Event description:
On (B)(6) 2012 a ziv6-35-125-6.0-40-ptx (this report) and ziv6-35-125-6.0-120-ptx (ref MDR report #3001845648-2014-00270) were implanted in the left sfa. On (B)(6) 2014 the patient showed worsened claudication. The occlusion was observed in the lesion where the zilver ptx stents were implanted. Pta and thrombectomy were performed. There have been no further adverse effects to the patient reported as occurring as a result of this incident.

Manufacturer narrative:
PMA/510(k)#: p100022 and s001. (B)(4). The zilver ptx device involved in this complaint is as follows: ziv6-35-125-6.0-40-ptx of lot number cf766267. This device contains the zilver ptx drug eluting stent. The zilver ptx stent in question was implanted in the patient and was therefore not available for evaluation. From the information provided a document based investigation was carried out. Although requested images relating to this event were not provided. The following comment was provided by the physician in relation to this complaint: "the occlusion might happen due to a severe lesion. We performed thrombectomy but it was not thrombosis". The following additional information was also provided in relation to this complaint; the target site was severly calcified and worsened claudication was observed. Further information received in relation to this complaint states that the occlusion observed is related to restenosis. It may be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g during pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. A review of the relevant manufacturing records for this zilver ptx device revealed no discrepancies which could have contributed to this complaint issue. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Worsen claudication and restenosis of the stented artery are noted as potential adverse events associated events associated with the placement of this device. Due to the lack of images it is not possible to conclusively determine the root cause for this complaint, the complaint is confirmed based on customer testimony. As per the information received there have been no further adverse effects to the patient reported as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.